Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back blood glucose tests, one after the other, using different fingersticks and strips. The results were 129, 137, 72, 57 and 58 mg/dl. On followup, she stated that she is nauseous in the morning due to pancreas problems, not blood sugars, and that her doctor isn't sure regarding diabetes--it may be secondary to her pancreas problem. Has been testing only 2 weeks and is still learning to use meter. Reviewed qc procedures and discussed meter/lab testing and back to back testing.